Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed, but the root cause could not be identified. One 4 fr s/l groshong catheter attached to a connector was returned for evaluation. One video of a groshong catheter being tested inside a patient was returned for evaluation. One photo of a groshong catheter inside a patient was returned for evaluation. An observation of the returned catheter revealed use residues throughout the device. An observation of the returned photograph showed the catheter extending out of the patient with observable liquid at the insertion site. An observation of the returned video showed someone infusing a clear liquid into the catheter inserted into the patient. The catheter could be seen leaking at what appeared to be the 32 cm depth marker. The connector in the video appeared to be attached to the groshong connector at the 37 cm depth marker, while the returned connector was attached to the catheter at the 24 cm depth marker. A functional test of attempting to infuse the returned groshong catheter with water using a 12 ml syringe revealed the catheter was patent to infusion with no observed leaks. A functional test of attempting to pressurize the catheter using water and a 12 ml syringe revealed no observable leaks along the returned catheter. A microscopic observation revealed nothing remarkable along the returned catheter. Because the catheter was observed to be leaking in the video at the 32 cm depth marker, but the returned catheter would not leak from the 24 cm depth marker to the distal end of the catheter, the complaint of a leaking catheter is confirmed but the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "the facility complained about a report of three catheter breakages in the body during the catheterization of a patient with PICC on (B)(6) 2023. The catheter placement site is the femoral vein of the right lower extremity. During the hospitalization, patients were mainly treated with catheter infusion: paclitaxel, carboplatin, sodium bicarbonate, antibiotics, anti-inflammatory drugs, etc. On (B)(6) 2023, during routine catheter maintenance, it was found that there was oozing at the puncture site, and the catheter was found to have a dotted leakage at 6cm of the retraction catheter, and the catheter was damaged for the first time, and it was continued to be used after trimming. On (B)(6) 2023, during routine catheter maintenance, it was found that there was oozing at the puncture site, and the catheter was found to have a dotted leakage 3cm from the withdrawal catheter, and the catheter was damaged for the second time in the body, and it continued to be used after trimming. On (B)(6) 2024, during routine catheter maintenance, it was found that there was oozing at the puncture site, and the catheter was found to have a dotted leakage at 4cm of the withdrawal catheter, and the catheter was damaged for the third time in the body, resulting in a delay in treatment, and the medical staff suspected that the quality of the catheter affected the patient's treatment safety, and extubated on (B)(6) 2024."

Event description:
It was reported, "the facility complained about a report of three catheter breakages in the body during the catheterization of a patient with PICC on (B)(6) 2023. The catheter placement site is the femoral vein of the right lower extremity. During the hospitalization, patients were mainly treated with catheter infusion: paclitaxel, carboplatin, sodium bicarbonate, antibiotics, anti-inflammatory drugs, etc. On (B)(6) 2023, during routine catheter maintenance, it was found that there was oozing at the puncture site, and the catheter was found to have a dotted leakage at 6cm of the retraction catheter, and the catheter was damaged for the first time, and it was continued to be used after trimming. On (B)(6) 2023, during routine catheter maintenance, it was found that there was oozing at the puncture site, and the catheter was found to have a dotted leakage 3cm from the withdrawal catheter, and the catheter was damaged for the second time in the body, and it continued to be used after trimming. On (B)(6) 2024, during routine catheter maintenance, it was found that there was oozing at the puncture site, and the catheter was found to have a dotted leakage at 4cm of the withdrawal catheter, and the catheter was damaged for the third time in the body, resulting in a delay in treatment, and the medical staff suspected that the quality of the catheter affected the patient's treatment safety, and extubated on (B)(6) 2024."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.